Event description:
It was reported that right ventricular (rv) lead triggered an alert for out of range (oor) high superior vena cava (svc) impedance.  The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.